Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 90 mm diameter abdominal aortic aneurysm. The aortic neck was severely angulated at 90 degrees, it was 20 mm in length, 25 mm in diameter proximally and 21 mm distally. The vessels had severe tortuousity and mild calcification. It was reported that the first device a 32/16/166 endurant bifurcate could not reach the aneurysm because the cut down was too low and the aorta was very long measuring over 270mm in length. The device was taken out and damaged during transfer to the other groin. The physician elected to implant another endurant 32/16/145; however, it was deployed too low because of tension forces in the aortic neck due to the severe neck angulation. Subsequently a proximal type ia endoleak was seen on angiogram. An endurant aortic cuff was introduced on the left side without success as the sheath kinked severely due to the angulation in iliac arteries. Another endurant cuff was able to track over a medtronic 20 fr sheath and placed successfully in aortic neck negating the type ia endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).